Manufacturer narrative:
Correction: b1, additional information: d10, d11, h3 (device evaluated by mfg), h6 (device codes), h7, h9. Investigation conclusion: the customer¿s complaint of the device not alarming for air in line when expected was not confirmed in the logs or reproduced during testing. Review of the suspect device event log showed, on the reported event date, the suspect device was attached to pcu sn (B)(6) with ail bolus limit=250l and accumulated air enabled. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed multiple air in line alarms were recorded during infusion on the reported event date. Testing performed on the source pump module¿s air detection system found the device detecting air within specification at the 250l single air bolus setting. At the 250l single air bolus setting, the worst case air bubble size (299l) that could pass through the air in line sensor without triggering an alarm could be as large as 1.67 inches in length. There are smaller single air bolus settings (50l, 75l) available to the customer. Testing of the system¿s iui¿s showed no errors occurred during ambulation device inspection: sn (B)(6) - the device was received in fair condition. The instrument seal was intact. Dried fluid and corrosion were observed on both iui¿s. Dried fluid was observed inside the door. Corrosion observed inside the rear case and on the bezel frame. Rear case observed with cracks at the screw holes. Ail assembly was observed in good condition. Door hinges are intact and functional. Platen, posts/ hinge pins are all intact. Latch/sear, latch pivot screw is installed properly and does not interfere with door operation. All parts inspected were manufactured by bd. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the customer complaint that the suspect pump module failed to alarm for air in line was suspected to be due to the air bolus being too small to trigger an alarm. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (26may2011). A review of the device service history record was performed beginning from the date of manufacture to the present date (12jan2021) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a pump did not alarm for ail. 1000ml lr was hung around 0145 a rate of 124ml/hr. Around 0207 nurse gave a bolus of lr with a rate of 999ml/hr. After bolus, nurse stated she changed rate back to 125ml/hr with around 100ml left in bag. No patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a pump did not alarm for ail. 1000ml lr was hung around 0145 a rate of 124ml/hr. Around 0207nurse gave a bolus of lr with a rate of 999ml/hr. After bolus, nurse stated she changed rate back to 125ml/hr with around 100ml left in bag. No patient harm.